Event description:
The stimulator's battery stopped recharging after five months even though it is the rechargeable type. Patient had to have another surgery so that this device could be removed and another device of the same kind could be implanted.====================== health professional's impression======================a failure of the rechargeable battery or the circuit that does the recharging once the magnet is brought nearby.